Manufacturer narrative:
This report is filed on january 21, 2019.

Manufacturer narrative:
This report is submitted december 12, 2018.

Event description:
Per the clinic, the device was explanted (date not reported) due to a cholesteatoma. The patient will be reimplanted with a new device after the site has healed.